Event description:
I have been using the dexcom g7 continuous glucose monitoring system for approximately four months. During every sensor cycle, I have experienced some form of malfunction. The most frequent and concerning issue has been repeated loss of signal between the sensor and receiver/phone, resulting in the device instructing me to wait up to three hours for reconnection. During these periods, I receive no glucose readings or alerts. This creates gaps in real-time glucose data that I rely on for treatment decisions. In some instances, the loss of signal has occurred without warning and persisted despite troubleshooting steps such as restarting the app, checking bluetooth connectivity, and remaining within range of the device. I previously used the dexcom g6 system and did not experience this level of unreliability. I contacted dexcom customer support regarding these ongoing failures and was informed that this behavior is "part of the process" and that "every device has its own problems." As a person with diabetes, I depend on continuous glucose monitoring for timely detection of hypoglycemia and hyperglycemia. Extended data loss or inaccurate readings could delay treatment and result in serious or life-threatening outcomes. These recurring malfunctions raise significant concerns about the safety, reliability, and clinical appropriateness of the dexcom g7, particularly given its FDA clearance and recent approval for extended wear.